Manufacturer narrative:
See sccaned page.

Event description:
It was reported that the patient received excessive shocks from her device and had to turn the device off. Further information is being requested at this time. The patient outcome is unknown.